Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to ruptured left breast implant. Original silicone gel implants were placed in 1984. MFR unknown.